Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump malfunctioned and all the buttons were unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported an issue with their insulin pump, specifically when trying to enter the bolus wizard, as the pump did not respond. They did not receive a stuck button alarm, and the numbers and scroll bar were not moving without input. All the buttons were unresponsive, although the menu screen was accessible, and the up arrow worked. The down arrow required multiple attempts to respond, taking four tries before it worked. This issue occurs daily. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
P-cap did not lock in place properly during testing due to partially broken retainer ring. Unable to perform the self test properly due to unresponsive buttons. All buttons were tested while navigating the menus and no button response was noted during testing. Unable to download unit using thump software. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. However, under microscope inspection, u1 on keypad assembly broken solder joint on pin #6 was noted that might have caused keypad anomaly. Unit was also received with cracked belt clip rails, scratched case, partially broken retainer and missing o-ring (reservoir tube). In conclusion, the customer allegation was confirmed when no button response was noted due to broken solder joint on u1 keypad assembly. Unit was also received with a partially broken retainer and test p-cap was unable to lock in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.